Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: testing confirmed that all of the keypad buttons were intermittently unresponsive. Damage was observed to the keypad as a tear across the ok button that exposed the contact. Contamination was present under the contacts of all the keypad buttons. Additionally, the 'up', 'down' and 'ok' button contacts were found to be inverted. Unrelated to the keypad issue, the battery compartment was cracked below the finger pad extending down to the primary seal. There was no observed issue with a loss of power and no evidence of moisture damage inside the battery compartment. Additionally, the vibration motor was unresponsive. Moisture residue was found inside the pump on the components and printed circuit board. The vibration motor was inoperable because of moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that the up, down, and ok buttons on a device were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.